Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that during an implant attempt the implantable tachy lead insulation may have been damaged during removal from the introducer sheath. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).